Manufacturer narrative:
Conclusion: the unit was not repairable.

Event description:
It was reported by service report that there was frame damage to the stair chair from the ambulance being lowered onto the chair.